Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 1 (lot number 22221612, expiration date 12/31/2014). Reference medwatch report with patient identifier (B)(6) for the suspect device used in system 2.

Event description:
Caller states the patient tested >8.0 inr on coaguchek xs system 1 and 3.2 inr on coaguchek xs system 2. No actions taken based on the device results. No adverse event reported. Requested return of suspect system and replacement was sent.